Event description:
The patient contacted animas on (B)(6) 2012 stating that the down arrow keypad button was delayed in response and required multiple hard presses to elicit a response. The patient denied any damage to the pump or any evidence of moisture in the pump. The pump was reportedly not cleaned and the patient reportedly wore the pump in a pocket. There is no adverse event with this case. This case is being reported due to the alleged keypad issues

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.